Event description:
It was reported that a paraplegic patient underwent a revision surgery to remove a broken rod approximately 1 year post-op. Images revealed both rods were broken at the top of the construct and had migrated to the lower area of the construct.

Manufacturer narrative:
One piece of a broken rod was returned to medtronic for evaluation. Visual examination confirms breakage occurred at the threaded portion. X-ray images dated 2008 were returned for evaluation. Construct is apparent from t4 to l5. The expandable portion from t10 to l4 has broken/disconnected bilaterally with migration of rods distally to subcutaneous positions in the left flank and right hip area. The fixed portion of construct at t10 to l5 remains well positioned.